Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) (manufacture date 10/25/2012) has been completed. The reported problem (damaged belt connector) has been confirmed. Upon investigation the trunk cable connector was stuck in the monitor belt receptacle and damaged, preventing it from securely connecting to a monitor. The root cause for the damaged connector was excessive force. Device evaluation of monitor sn (B)(4) (manufacture date 04/01/2013) has been completed. The reported problem (damaged belt connector) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure and missing. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's equipment had a damaged belt connector.